Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified while the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.